Event description:
Same case as MDR ID: 2134265-2014-01245. (B)(4). It was reported that chest pain, ischemic symptoms, stent thrombosis, myocardial infarction (mi), respiratory failure and patient death occurred. On (B)(6) 2012, the patient presented with stable angina and was referred for cardiac catheterization. Subsequently, selective angiography and index procedure was performed. Target lesion #1 was a de novo lesion located in the mid left anterior descending artery (lad) with 75% stenosis and was 8 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with direct placement of a 2.50 mm x 20 mm ion stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de novo bifurcated lesion located in the distal left circumflex (lcx) with 85% stenosis and was 8 mm long with a reference vessel diameter of 3.0 mm. Target lesion #2 was treated with predilation and placement of a 3.00 mm x 16 mm ion stent. Following post dilatation residual stenosis was 15%. One day post procedure, the patient was discharged on aspirin and clopidogrel. On december 2013, the patient had worsening of cardiac chest pain. Patient's troponin values were elevated consistent with mi (peak troponin I= 35.29 ng/ml, uln= 0.04 ng/ml). No ECG was performed, however, the patient experienced ischemic symptoms and recurring chest pain lasting greater than 20 minutes. Medication was also given to treat this event. Subsequently, the patient was also diagnosed with apical clot and medication was given to treat this event. This event is considered recovering/resolving. Two days after, coronary angiography was performed and revealed stent thrombosis noted in the previously placed study stent placed in distal lcx. Angiography without revascularization was carried out and stent thrombosis was considered resolved with residual effects. On the following day, the event mi was considered resolved with residual effects and the patient was discharged on the same day on aspirin and clopidogrel. On january 2014, the patient again presented to the hospital with mild left-sided facial droop which was diagnosed as cerebrovascular accident and was hospitalized immediately. Patient's CT scan revealed 70 to 80% occlusion of the right carotid artery at the level of bifurcation with an apparent ulcerated plaque and 50% stenosis of the left carotid bifurcation. Medication was given to treat this event. Patient had elevated troponin values consisted with mi and ECG was not performed. No ischemic symptoms were observed but medication was given to treat this event. These events were considered to be not recovered/not resolved. One day from admission, the patient had a respiratory failure and was intubated. Also medication was given to treat this event. Eight days from admission, the patient expired. As per death certificate, the primary cause of death is respiratory failure and secondary cause is non- stemi, congestive heart failure and coronary artery disease.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).